Event description:
It was reported that during a diagnostic endoscopic bronchial ultrasound (ebus) linear fine needle aspiration (fna), the channel was clogged causing an obstruction. The clinician was unable to pass an instrument through the channel and the balloon failed, stating when launching the balloon, it slipped off the scope. The initial pass of the needle was fine, however after several passes, the needle got stuck and would not pass. There was no injury to the patient. While there was a delay, the time is unknown. The intended procedure was not complete. It was aborted and the patient will be rescheduled. The patient was under general anesthesia.